Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that an alert for high and low pacing impedance on the right ventricular (rv) lead. The impedance alert was turned off and the rv lead remains in use. No patient complications have been reported as a result of this event.